Manufacturer narrative:
(B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte-n¿ IV catheter tip was damaged and did not allow liquid to flow through it during use. Tests performed on the device confirmed the catheter was clogged, as the purge with "nacl" did not work, and liquid came out at the level of the screw thread rather than at the level of the bevel. The following information was provided by the initial reporter, translated from (B)(6) to english: bevelled end does not work, the liquid cannot flow. Consequences: healthcare workers cannot make a reflux, catheter not usable. Tests done on different catheters: we notice the catheter is clogged. Purge with nacl does not work. For the same batch some catheters are clogged and others are working properly. Before placing the catheter the nurse purges the catheter with nacl. It can be seen that the liquid comes out at the level of the screw thread. Not at the level of the bevel. Visually the bevel is normal.

Event description:
It was reported that the bd insyte-n¿ IV catheter tip was damaged and did not allow liquid to flow through it during use. Tests performed on the device confirmed the catheter was clogged, as the purge with "nacl" did not work, and liquid came out at the level of the screw thread rather than at the level of the bevel. The following information was provided by the initial reporter, translated from french to english: bevelled end does not work, the liquid cannot flow. Consequences: healtcare workers cannot make a reflux, catheter not usable. Tests done on different catheters: we notice the catheter is clogged. Purge with nacl does not work. For the same batch some catheters are clogged and others are working properly. Before placing the catheter the nurse purges the catheter with nacl. It can be seen that the liquid comes out at the level of the screw thread. Not at the level of the bevel. Visually the bevel is normal.

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the returned units and could not identify any manufacturing related defects. A device history record review was performed and showed no non-conformances associated with this issue during the production of this batch. As a result, the root cause of the reported issue could not be determined.